Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number:(B)(6)). The investigation determined that there was no indication of a hardware issue with the cobas 6800 analyzer or a product-related issue with the cobas mpx assay (lot m15266). A review of the provided data, including pcr raw data, confirmed robust amplification curves for the internal control (ic) and the positive and negative controls, indicating proper functioning of the pcr and sample preparation processes. The non-reactive nat result for sample ID: (B)(6) may suggest that the sample's viral load was below the detection limit of the cobas mpx assay. No potential pcr inhibitors were identified in the sample matrix. No allegations of harm were reported in connection with the discrepant results. A definitive root cause could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results for hepatitis c virus (hcv) testing using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument compared to serology testing results obtained with the alinity system. The initial sample was tested twice on the cobas 6800 instrument and returned non-reactive results for hcv but reactive results for human immunodeficiency virus (hiv). For the second test, the sample was considered cadaveric plasma due to insufficient plasma volume from the original sample (sample ID: (B)(6)). Serology testing indicated an hcv antibody concentration of 1.15 s/co, which is above the cutoff value of 1 s/co but does not correspond to a highly positive sample. Additional testing using the inno-lia hcv score assay (line immunoassay for hcv antibody detection) yielded a positive but indeterminate result with one c1 positive band.